Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Action taken with the dianeal therapies was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by abdominal pain. Peritonitis was due to an unknown cause. The patient was not hospitalized for peritonitis. Treatment given was not reported. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The nurse declined to give the further information.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11k17157 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.